Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: normal analysis. No anomaly was found.

Event description:
It was reported that during implant, the lead had a poor pacing position. Physician tried to reposition the lead, however the spiral electrode head was tearing. Lead was not used and replaced.